Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that mobile programmer analyzer lost connection to the mobile programmer application for a brief period, as represented by a red x in the connection status indicator. It was also noted that the mobile programmer was unable to pair to the application was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent capture. The lead exhibited a micro dislodgement post poc ket closure. It was further reported that mobile programmer analyzer lost connection to the mobile programmer application for a brief period, as represented by a red x in the connection status indicator. It was also noted that the mobile programmer was unable to p air to the application. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.3